Event description:
The rptr stated the surgeon implanted a (B)(4) collamer aspheric single plate lens in pt's left eye. The lens was removed due to not enough myopia post-op. The lens was removed with no widening of the incision and no suture was needed. The lens was exchanged for a higher diopter size, a 28.0. Pt is doing well. The lens was discarded.

Manufacturer narrative:
(B)(4). Eval: method: lens work order search medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - review of this file indicates that the lens was explanted 2 months after it was initially implanted because there was not enough myopia post-op. The surgeon can opt to target for more myopia if the pt intends to do more reading. After exchanging the iol from a +26.0 to a +28.0 diopter, pt is now doing fine. This indicates that there was no problem with the iol itself, rather a miscalculation of the part of the surgeon. (B)(4).